Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that asymptomatic patient received inappropriate atp therapy due to post-sensed t-wave oversensing. Reprogramming was recommended. No further information is available at this time.